Event description:
It was reported during the anterior cruciate ligament surgery that the device broke out of its mount. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation revealed that the inner hub was broken off. Functional testing was not performed due to the damage to the device. Per dfu-0215-eo - I. Device insertion and removal - for use with hand-controlled and non-hand-controlled handpieces: 1. To insert a disposable device, insert the device into the handpiece so that the plastic tab mates with the handpiece slot. The tab should be pushed in proximally as far as possible for a positive lock. The most likely cause of the reported failure can be attributed to user error of the device due to improper connection with the handpiece and/or excessive force used during use.